Event description:
The customer reports a (B)(6) result for one patient sample generated with the architect hiv ag/ab combo assay. The customer generated a (B)(6) architect result of (B)(6). Pcr testing was (B)(6) at (B)(6). No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
Three (B)(6) panels were tested with a retained kit of the (B)(6) lot 24434li00. All specifications were met. No (B)(6) results were generated. Also, two commercially available (B)(6) panels ((B)(6)) were tested to assess the clinical (B)(6) of the reagent lot. The obtained results compared with (B)(6) combo test data from the manufacturer. All specifications were met. (B)(6), defined as a quantitative decrease in specific (B)(6) levels so that they measure below the cutoff of an assay, can be partial, resulting in the loss of response against one or a few (B)(6), or complete, with loss of total (B)(6) reactivity. In (B)(6) infection, both partial and complete (B)(6) are rare. Apart from being documented in (B)(6) of (B)(6) mothers due to loss of maternal (B)(6), (B)(6) was seen in (B)(6) patients, in (B)(6) treated very early with (B)(6), and in patients treated with (B)(6) therapy during acute infection. In these patients, some b)(6) were partial (incomplete evolution of the (B)(6) pattern), and some were complete (B)(6)). Transient (B)(6) has been reported in a single (B)(6) patient. The clinical significance of (B)(6) is unclear, as is the frequency of (B)(6) in chronic (B)(6) infection. It could be assumed that a loss of (B)(6) response is related to a loss in (B)(6) stimuli, suggesting that (B)(6) indicates an absence of (B)(6) replication. Indeed, (B)(6) is accompanied in many cases by the absence of (B)(6) as detected by (B)(6), although in many other (B)(6) infections, clearance of the (B)(6) does not induce loss of (B)(6). Over the last decade, treatment of (B)(6) patients with (B)(6) drugs often results in long-term undetectable (B)(6) load in plasma. (B)(6) in untreated patients probably results from both active replication as well as release of (B)(6) from stable reservoirs, e.g. Memory t-cells, while in treated patients there is only low-level (B)(6) release from these reservoirs. Currently, there is no evidence suggesting that clearance of (B)(6) is achievable, and attempts at (B)(6) have failed so far. Even in treated patients with long-term undetectable plasma (B)(6) load, transient elevations of the (B)(6) load into the detectable range of the assay, so-called (B)(6), are common. So, it is likely that even (B)(6) patients with optimal treatment response experience low-level (B)(6) activity, which would preclude (B)(6). However, it cannot be excluded that patients with no replication of (B)(6) do exist in this patient group. (Reference: (B)(6)). A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The (B)(6) assay package insert contains information to address the current customer issue. The results of the current evaluation demonstrate that the (B)(6) combo assay, lot 24434li00, is performing as expected. A product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 04j27 that has a similar product distributed in the u.s., list number 02p36. (B)(4).